Event description:
It is reported that the patient experienced a fall due to instability. The patient was treated with a stability brace.

Manufacturer narrative:
Evaluation summary: primary operative notes were reviewed with no complications noted. X-rays were provided. Alignment of the components appears appropriate. No complications were noted. Patient's medical record was reviewed with no issues noted. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of further information. Evaluation: device history records were reviewed and found conforming. There are no complaints with the reported issue for the product/lot combination for the articular surface component.